Event description:
It was reported that 2 of the bd phaseal¿ protector p50 had foreign matter. The following was translated from japanese to english: this report is about coring. During treakisym preparation, the protector and vial were connected using the product. Floating objects were floating when connected. The protector was removed from the vial, and treakisym was collected by the needle taking care not to collect any foreign material. An investigation has been requested to find out what the foreign matter is. The event occurred in two vials, one of which was a bd product. Additional information: m12 assembly fixture was used.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one vial was provided to our quality team for investigation. Through visual inspection, the vial stopper was perforated, the opening was noted to be larger, and foreign particles were observed inside the vial. The particles were removed from the vial in order to complete characterization analysis, finding they were consistent with material from the vial stopper. A device history review was performed for reported protector lot 2301117, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. Testing results were reviewed for the reported lot and results were found to be acceptable. Retained samples of lot 2301117 were used for additional evaluation. Functional testing was also performed, in all cases the product functioned as intended and no coring was identified while phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. The m12 assembly fixture must be used in a slow and consistent motion when connecting the device. Complaints received for this device and reported condition will continue to be monitored by our quality team.

Manufacturer narrative:
H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd phaseal¿ protector p50 had foreign matter. The following was translated from japanese to english: this report is about coring. During treakisym preparation, the protector and vial were connected using the product. Floating objects were floating when connected. The protector was removed from the vial, and treakisym was collected by the needle taking care not to collect any foreign material. An investigation has been requested to find out what the foreign matter is. The event occurred in two vials, one of which was a bd product.